Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 07/05/2016 - pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the pfs reports a decrease range of motion and alleges elevated metal ion levels. Metal ion levels provided all at a non-reportable level. There is no new information that would affect the existing investigation.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised for a pseudotumor, corrosion on the trunion, osteolysis, and metalosis.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation received. Litigation also alleges pain, discomfort, and inflammation. There is no new information that would affect the existing investigation. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 07/07/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient was revised to address rising cobalt chrome levels. According to the medical records, upon revision synovitis was also encountered. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.